Event description:
Pt's husband called saying the tubing for her antibiotic is leaking. It was leaking at the cassette attachment points at both ends, where the smaller tubing attaches to the larger tubing.